Event description:
It was reported the patient was experiencing ineffective therapy due to high impedances on their lead. As a result, the lead was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.